Manufacturer narrative:
(B)(4). The customer reported the unit had no display. There was no reported patient involvement. Philips fse evaluated the device and confirmed the complaint. The field service engineer replaced the power pca to resolve the problem. The device passed all tests and was put back into service.

Event description:
The customer reported the unit had no display. There was no reported patient involvement.